Event description:
The following has been reported: ivenix standard primary tubing infusing heparin for patient with PICC found to have crack and be leaking medication. Patient safety event reported and tubing set/medication changed. No sample available for return. A preliminary review of the logs identified the following issue: administration set breaks (any part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a

Event description:
No sample or picture available for analysis. Note: without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. Customer complaint cannot be confirmed. Probable root cause could be related to a lack of compatibility of the luer lock with alcohol or other assembled component or a customer or improper use by the customer where he exerted too much force on the assembly or applied too much alcohol to the connections causing breakage. However, internal investigations were issued in order to determine exact root cause. Current process controls detection: post sterilization sampling final inspection. The first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. Sampling visual inspection is performed for rotating luer lock at incoming inspection area. Code no.: set-0032-25. Batch no.: fa24j14027. Exception generated: the batch record fa24j14027 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. Quality test results: the finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.